Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with injection amikacin (50 milligram [mg], frequency and route not reported), injection reflin (500 mg, frequency and route not reported) and injection heparin (1000 international units [iu], frequency and route not reported) for peritonitis. The outcome of the event was unknown. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.